Manufacturer narrative:
The device was received for evaluation. During functional testing, "speaker failed current test" was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case. Rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of speaker failed current test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.